Manufacturer narrative:
This report is submitted on july 01 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report, july 01 2020.